Event description:
International affiliate reports the patient's intracranial pressure sensor was disconnected from the monitor so that an MRI could be performed. The implanted icp sensor was reconnected to the monitor but did not respond to the instruction and did not register the icp. The sensor was explanted and replaced.